Event description:
During an in clinic follow-up, undersensing was observed on the device. Abbott technical support recommended implanting the device in a different position to resolve the event, however the physician elected to perform no intervention. The patient was in stable condition and will continue to be monitored.